Event description:
The manufacturer received information alleging ventilator service required alarms occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was duplicated by operational checking. The error log was checked and an error code related to the capacitor was observed. Evt_supercap_failed means there is an issue with the supercap or the charging unit. The device's system board was replaced to address the issue.